Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call since there last call they have been experiencing high blood glucose. The customer¿s blood glucose level was 540mg/dl at the time of incident. The customer states they will be calling 911 after the call. The could not trouble shoot for high blood glucose.